Event description:
When we put the wire into guiding catheter, no transducer line would appear on the computer screen to show it was connected. There should be a yellow line that appears to show that it is there on the screen. The wire was removed, detached from wire interface, wiped, reinserted, and reconnected. But still no wave form was apparent. We pulled the wire and used a new wire. Note: the devices are not given lot #. The new wire worked just fine.